Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during the load process. Customer's blood glucose was 80 mg/dl. Reportedly, the customer loaded a new cartridge successfully, and a crack was observed in the previous cartridge. Subsequently, an altitude alarm occurred. The customer's blood glucose level was 140 mg/dl. Reportedly, the customer was able to clear the alarm and resume insulin delivery.